Event description:
It was reported that a patient underwent a pancreatoduodenectomy procedure in 2009. During the procedure, the drain and the reservoir were used on the patient, and the exit port of the reservoir was connected to the connector of the bilious bag. Upon activation, a tear was found on the exit port of the reservoir and the reservoir could not obtain any suction. There was no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 04/24/2009. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of five medwatches being submitted as five devices were involved in this event. See also medwatch 2210968-2009-00465, medwatch 2210968-2009-00466, medwatch 2210968-2009-00468, and medwatch 2210968-2009-00469. The same patient is represented in each medwatch.